Event description:
It was reported that patient underwent total hip arthroplasty in 2008. Subsequently, patient began experiencing pain and radiographs taken revealed that the acetabular cup had migrated. A revision procedure was performed the following year, to remove components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned components could not determine cause of cup migration. This report filed november 23, 2009.